Manufacturer narrative:
Device evaluated by MFR: promus element plus mr ous 2.50 x 12mm stent delivery system (sds) was returned for analysis. A visual examination of the stent identified stent damage. Strut rows 1-3 from the proximal end of the stent were damaged and pulled distally. The remainder of the stent was undamaged. The crimped stent outer diameter of the undamaged section was measured and the result was within maximum crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube revealed no issues. An examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The stenosed target lesion was located in the left circumflex artery. After predilation, a 2.50x12mm promus element¿ plus drug-eluting stent was advanced but failed to cross the lesion and it got stuck. The device was removed and it was noted that the stent struts in the proximal end were protruding. The procedure was then completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that stent damage occurred. The stenosed target lesion was located in the left circumflex artery. After predilation, a 2.50x12mm promus element¿ plus drug-eluting stent was advanced but failed to cross the lesion and it got stuck. The device was removed and it was noted that the stent struts in the proximal end were protruding. The procedure was then completed with a different device. No patient complications were reported and the patient's status was stable.